Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.9 cm in diameter thoracic aortic aneurysm. There was severe calcification in the proximal aortic neck. The patient¿s vessels were frail. There was thrombus and calcification at the proximal and distal implantation site. The diameter of the access vessel measured 7 mm. The left side was slightly less stenotic in the iliac artery but had some angulation. It was reported that the pre-operative CT did not extend below iliac bifurcation. Three months earlier the physician attempted to access the vessels however due to an unseen bare metal stents bilaterally in the femoral artery the physician could not gain access. No medtronic products were used at that time. The following week the patient had a lsa-carotid bypass. Currently, the physician elected to insert another manufacturer¿s 8 mm conduit. However, the valiant stent graft delivery system could not be advanced through the 8-mm conduit and was removed without issue from the patient. The physician removed the 8-mm conduit and replaced it with a hemishield 10-mm conduit directly to the aorta. The valiant stent graft delivery system was re-inserted and advanced to the intended landing zone, two stent rings were deployed; however before more stent rings could be deployed, the 10 mm conduit became disengaged from the artery, and the patient was bleeding out. The physician was forced to clamp the aorta to stop the bleeding. The physician repaired the perforation in the artery however when the physician unclamped the artery another perforation proximally would occur and the bleeding would return. The physician continued to clamp the patient and repair the perforation up to the renal artery. Shortly after the conduit disengaged and the patient was bleeding out, the patient coded and chest compressions were started. The valiant stent graft delivery system was still in the patient with only two stent rings deployed. When the patient became more stable- the physician completely deployed the valiant stent graft at the intended location and the delivery system was successfully removed from the patient without issue. Per the physician, the cause of the event is related to the patient¿s condition, of fragile arteries and the previously implanted bare mental stents. No additional clinical sequelae were reported and the patient is critically stable at this time.

Manufacturer narrative:
Film evaluation summary: the cause of the reported implantation difficulties leading to the vessel perforation could not be determined from the pre-implant films returned. Images during implant and post-implant were not available for review. The pre-implant CT¿s confirmed that the patient had extremely calcified and diseased iliac vessels. In addition both common iliacs, including the proximal portion of the left external, appeared to have been stented. It appears likely that the patient¿s fragile vessels likely contributed to the events. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.